Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature ventricular contraction (pvc). Boston scientific technical services (ts) discussed possible intermittent functional non-capture caused the pvcs. Ts discussed could increase rate to overdrive pvc or just proceed as long as there are no evident system integrity issues. This device remains in service. No adverse patient effects were reported.